Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one crack opening, broken fill channel, yellow particles in the device inner surface and fold creases. A leak test and microscopic analysis was performed which identified one crack opening, partial delamination of the valve, broken sharp fill channel, wear abrasion, and a smooth crease opening. Based on the device analysis the final assessment is: one crack opening assessed as a cracked valve seat diaphragm valve, a sharp broken edge in the side fill channel assessed as unidentified (tear) opening, partial delamination of valve assessed as adhesive failure, and one smooth crease opening in the posterior side assessed as fold flaw opening.

Event description:
Additionally, healthcare professional reported "fold flaw hole periphery/radius."

Event description:
Patient reported, left side deflation. Healthcare professional additionally reported, deflation. "Hole in radius" and "fold flaw hole periphery/radius". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare professional confirmed deflation. Device has been explanted.